Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6) user facility: (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure: anterior colporrhaphy with pelvicol graft; posterior colpoperineorrhaphy; insertion of suprapubic catheter. Pre-operative diagnosis: symptomatic pelvic relaxation with cystocele; rectocele and stress urinary incontinence. Post-operative diagnosis: symptomatic pelvic relaxation with cystocele; rectocele and stress urinary incontinence.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2005 - discomfort, pressure in pubic bone when using tampon. On (B)(6) 2011 - vaginal itching and burning, diagnosed with lichens sclerosus.